Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod. When the pod was removed from the infusion site, the pod's cannula was found bent and leaking was observed.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure with insulin delivery. The exposed soft cannula was not observed to be bent or kinked. During fluid path testing, fluid had no issues traveling the complete fluid path and no leaks were observed. Therefore, no problems were found regarding the reported bent/kinked and leaking during wear events.